Manufacturer narrative:
G4, h2, h3 and h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided images revealed that the device had been opened. The distal end of the device was pointed towards the chevron end of the pouch, indicating that the device had been removed from the packaging and placed back in. A visual inspection revealed that the device was not sent back in its original packaging. It was sent with the distal end of the device oriented towards the package opening. The tip protector was missing, and the pe bag had been removed. There was a small dark fiber in the pouch, as well as a few small fibers on the outside of the pouch. An inspection of the device itself did not reveal any abnormalities or particulates. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that the particulate specifications and sterilization needs were appropriately documented. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images revealed that the pouch was open and did not have any indication of being sealed before. The distal end of the device was pointed towards the chevron end of the pouch, indicating that the device had been removed from the packaging and placed back in. A visual inspection revealed that the device was sent with the distal end of the device oriented towards the package opening. The tip protector was missing, and the pe bag had been removed. The seals along the sides of the tyvek pouch and at the chevron end were inspected and appeared to be sealed adequately. The seal along the top of the pouch, however, was missing. There was no residue from the seal being opened either, indicating that this was a problem prior to arrival at the customer site. There was no debris or other indication of use. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the process summary for packaging found that the tyvek pouch missing a final seal after the product is packaged is classified as a critical defect. The process necessary for creating the final seal was specified appropriately. The complaint was confirmed, and the root cause was associated with manufacturing. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, a "5.5mm pk helicoil suture anchor" was received in the clinic with a violation of sterility. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.